Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The unit was replaced at the dealer with the same model. The sales representative retrieved the inoperative unit. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was found in the device's error log. The flow sensor was replaced to resolve the issue. Final testing, battery check, valve check, run in tests, and cleaning were performed. The unit operated properly.